Manufacturer narrative:
Correction made to b3.

Event description:
It was reported that a user experienced a severe hypoglycemic event with seizure while using the ilet, with reported behaviors including frequent use of pause, overtreatment of lows, and late or inaccurate meal announcements aas corrections consistent with an improper or incorrect use procedure and user interface interaction. Insufficient information was provided regarding symptoms and outcomes including blood glucose readings. Investigation included multiple attempts at contacting the reporter and analysis of information provided by the user and clinician. Investigation of this case revealed no device problem found, while a usage problem was identified related to user interaction with the system and meal announcement practices. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error. This report is being submitted for miss meal announcement. A separate report has been submitted for using meals as corrections under report number 3019004087-2026-44202. A separate report will be submitted for overtreating hypoglycemia.

Manufacturer narrative:
3019004087-2026-44202.